Event description:
It was reported that during a procedure a blazer ii xp catheter had a sudden increase of impedance and it was impossible to stimulate. When the catheter was removed from the patient's body to check its integrity, the doctor noticed that the tip of the catheter was damaged. Issue was solved by exchanging the catheter. No patient complications were reported. Device is expected to be returned. Per additional information received on (B)(6)2022 field clinical specialist did not attend the procedure, physician and nurses informed about the problem and declare the incident on their side to their quality department. No information about the damage was provided by nurses.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Per visual inspection the device had no defects. Functional test was performed and the the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Electrical test showed and device was found within specifications.

Event description:
It was reported that during a procedure a blazer ii xp catheter had a sudden increase of impedance and it was impossible to stimulate. When the catheter was removed from the patient's body to check its integrity, the doctor noticed that the tip of the catheter was damaged. Issue was solved by exchanging the catheter. No patient complications were reported. Device is expected to be returned. Per additional information received on 25june2022 field clinical specialist did not attend the procedure, physician and nurses informed about the problem and declare the incident on their side to their quality department. No information about the damage was provided by nurses.